Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was having reservoir issues; while discussing these issues he mentioned that he had a blood glucose of 429 mg/dl recently. The customer changed his infusion set and resumed insulin pump therapy. His blood glucose decreased to 382 mg/dl, then 266 mg/dl, and then 76 mg/dl. The customer had also received a no delivery alarm on a past set; the customer declined to troubleshoot for this issue. The insulin pump was not returned or replaced.